Event description:
The physician attempted to close the arteriotomy with the closer tsl 6 fr. Device. Inadequate hemostasis was noted, and a femstop was applied to achieve hemostasis. Two days later a pseudoaneurysm was noted. It was confirmed by ultrasound. A vascular surgeon was consulted however the resolution of this case remains unknown. No other info is available at this time.